Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the pacemaker lost radiofrequency connection during configuration and device went into backup vvi mode. Device was reprogrammed successfully. Patient condition was stable.